Event description:
Account requested that the technician troubleshoot the bed. Tech found that the head section was going up on its own. The power control board had fluid ingress. Tech suspects that the board is shorted and that is why it was phantom operation. Account is scrapping bed.